Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "nodules and swelling" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: 4. Warnings injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. 5. Precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. 6. Adverse events: table 1 and 2. Injection site responses by severity after initial treatment and duration occurring in > 5% of treated subjects. Possible treatment site responses include: swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching and dryness. Postmarket surveillance: the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis. In many cases the symptoms resolved without any treatment. Reported treatments included the use of (in alphabetical order): analgesics, antibiotics, antihistamines, anti-viral, arnica, drainage, hyaluronidase, ice, laser treatment, massage, nsaids, steroids, and warm compress. Outcomes for these reported events ranged from resolved to ongoing at the time of last contact.

Event description:
Healthcare professional reported they injected a patient with one syringe .55ml of volbella in the lips. Nine months later, the patient returned to the healthcare professional complaining of nodules and swelling. Healthcare professional treated patient with hyaluronidase 13 days after symptoms were reported. The patient did disclose to healthcare professional they had dental work 2 months after being injected with volbella, and the adverse reaction happened right after the patient's dog died. Symptoms are ongoing. This was the initial use of syringe and the packaged needle was used.

Event description:
Additional information: healthcare professional noted that symptoms occurred approximately 9 months post injection. Two and a half months after symptom apparition patient still has 2 nodules prominent in the lip with a bunch of small nodules around the lips.

Manufacturer narrative:
Additional information.